Event description:
Initial reporter indicated that during a 7.1 programming software upgrade the 7.0 software "did not migrate". The 7.0 software was returned for product analysis. The data from the 7.0 software did transfer to the 7.1 software housed in the handheld, although, it was empty upon review. Product analysis on the 7.0 programming software found that the cyberonics.cdb database on the hhd was empty and also identified that the cyberonicsbu.cdb backup database was empty after the cyberonics.cdb database was copied onto the flashcard. Product analysis could not determine how the cyberonics.cdb database became empty based on the returned flashcard, but this condition caused the reported event.